Event description:
The patient stated that on two occasions during the night while he was sleeping he experienced the tubing of his infusion set separating at the luer lock. The patient discovered the separation because his blood glucose was elevated to 346 mg/dl (the first day) and 343 mg/dl (the second day). He was able to bolus to lower his blood glucose on both occasions. His normal blood glucose range is 80-120 mg/dl. The patient stated that he typically uses his infusion tubing for 14 days. He was advised to change his infusion tubing every 6 days. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. The product was discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.